Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device was returned to a third party service center for evaluation. The evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing. The device was evaluated by a third party service center and the customer's complaint could not be confirmed. The device passed testing. No components were replaced for this issue.